Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that the helix was unable to extend. The a new lead was successfully implanted to resolve the event.

Event description:
During initial implant procedure, it was not possible to use the helix of the right ventricular (rv) lead. The rv lead was explanted.